Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 532mg/dl. The customer experienced no symptoms. The customer's blood glucose level was unknown at the time of the call but stated that they treated a blood glucose level of 401mg/dl wit the insulin pump and syringe an hour prior to the call. Per healthcare professional, the customer was hospitalized for diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The customer stated that they felt the high blood glucose level was due to her scar tissue issues. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.